Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred a long time ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20153343.